Event description:
It was reported that a cartridge alarm occurred while the customer was asleep. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer replaced the cartridge and successfully resumed insulin therapy, resolving the issue.